Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that the gauze has excess material coming off of it. The customer states that even a small amount of manipulation is causing airborne lint that is falling onto the patient in the area of the procedure. Product was not unfolded.